Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. As per the clinical details, the cause of the access site bleeding issue was high patient act values since the bleeding was reported after administering heparin and was resolved after stopping heparin and applying a sandbag, based on given clinical details.

Event description:
The user facility reported an 84-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. On day three post surgery, the team restarted the anticoagulant heparin. Once heparin was added, the patient developed a hematoma. The heparin was again stopped. The patient remained on impella support and was successfully weaned two days later.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿